Event description:
False negative result was obtained using permaxim pregnancy strip. The valid control line on faulty result was received. Pregnancy was confirmed by serum check-hcg level at 390miu/ml.

Manufacturer narrative:
Retain sample testing pending.